Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel their device is "taking an active role during the parameters" and their device is not "allowing heart rate to go up like it should". Patient's implantable pulse generator (ipg) device remains in use. No patient complications have been reported as a result of this event.